Manufacturer narrative:
It was reported ichem velocity urine chemistry was reporting false negative leukocyte esterase on patient samples, confirmed by iq200 urine microscopy and manual microscopy. No change to patient management was reported. Field service engineer (fse) found the thumb nut holding syringe piston was loose and not pulling piston down during aspiration properly, secured the piston and tightened nut. Fse ran several prime doser fluid system (dfs) cycles, replaced tubing from syringe assembly to cgm and waste well brushes, ran cgm calibration procedure, calcheck kit, and reflectance strip test. All results passed. Systems was operational.

Event description:
Customer reported instrument exhibited chem n/a error.